Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer zones were deselected. A technical support specialist reviewed logs and transactions and found that the drawers had their preselect zone unchecked since installation. The tss checked admin to setup zones to zones to ensure all drawers were selected but discovered that none of the drawers had a check mark next to their box. The tss selected all the drawers, logged out, and asked the nurse to try issuing the medication again. The process worked as designed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the zones were deselected.the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication.there were no adverse events or injuries reported due to this event.